Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown scoliosis procedure. At an unknown time post-op, it was discovered that both set screws had loosened and come out of the screw. At this time, no revision is planned.